Event description:
Additional information received reported the patient¿s device system was removed (B)(6) 2011 due to an infection. The onset or diagnosis of infection was (B)(6) 2011. The patient had meningitis and it was noted she also had a history of bacterial meningitis. The patient experienced fever, redness, swelling, and pain. The primary location of the infection was unknown but cultures obtained from the device pocket revealed the patient had (B)(6). It was also noted the patient had a history of mrsa. The patient was treated with intravenous and oral antibiotics and total device system explant. The patient¿s infection resolved and it was noted the patient did not experience drug withdrawal.

Event description:
It was reported that the device system was removed due to infection. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter product ID 8590-9, lot# n231458, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type catheter; product ID 8590-9, lot# n231458, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type accessory. (B)(4).